Event description:
The pulse generator underwent product analysis where the eos (end of service) warnings were set. It was confirmed the device was laser routed and the battery depleted more quickly than intended (reported in MFR. Report #1644487-2018-00250). No other relevant information has been received to date.

Event description:
It was reported that the patient has been referred for generator replacement and to examine for a possible lead break. The surgeon looked at scans that were performed and he did not see any lead issues. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Programming data was reviewed (reported in MFR. Report #1644487-2018-00250) where the last 15 impedance changes recorded were all within normal limits, but there were substantial changes in the impedance values on multiple occasions. Additional information was reported that surgery has taken place for this patient¿s generator replacement. System diagnostics were run prior to surgery indicating high impedance. Several more diagnostic tests were attempted to confirm high impedance, but every attempt failed with the lack of communication as the generator battery was too low to perform the test (reported in MFR. Report #1644487-2018-00250). The surgeon was prepared to perform a full revision surgery, and the x-rays were double-checked before surgery. The lead was visually checked in the pocket during surgery, and then the new generator was placed in the pocket and connected to the lead. At that time, system diagnostics were run indicating normal impedance levels. Therefore the lead was not revised, and the surgeon was happy with the results and completed the surgery. Analysis is underway for the explanted generator but has not been completed to date. No other relevant information has been received to date.